Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve via direct aortic access, there was bleeding noted. The sternum was opened and a puncture of the right ventricle was found due to the temporary pacemaker lead (st. Jude medical). The puncture wound was closed with a stitch, following which, the bleeding stopped. No other adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)